Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11 the mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the returned mlx 300w xenon lightsource was in used condition. The unit was returned without power cord, as a stand-alone mlx. Evaluation identified that the mirror was chipped and had fallen out of place causing heat displacement issues. To fix this unit, the mirror was replaced, along with a cable zip tie and a screw. Root cause - the reported complaint was confirmed. The issue of this xenon lightsource producing a smoke smell was most likely due to overheating caused by damage to the mirror caused by rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was turning on; however, the doctors complained that the unit emitted a smoke smell. No patient injury, death, or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.